Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "once the sample is obtained by open technique, the caps are tightly fitted to the tube. However, the cap comes off, the sample is uncovered as if the tube were generating a pressure, causing spillage of the sample during the transport time to the analysis section. The impact is that the sample must be taken again, delaying the report of the result to the doctor. Additionally, this situation affects the safety of health workers."

Event description:
It was reported that bd vacutainer® serum blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "once the sample is obtained by open technique, the caps are tightly fitted to the tube. However, the cap comes off, the sample is uncovered as if the tube were generating a pressure, causing spillage of the sample during the transport time to the analysis section. The impact is that the sample must be taken again, delaying the report of the result to the doctor. Additionally, this situation affects the safety of health workers."

Manufacturer narrative:
Correction: h.10. Bd had reported in MFR # 1024879-2021-00262 that CAPA # 1875009 had been opened to address the issue. This was the incorrect reference #. Refer to CAPA pr # 3741863 for complete documentation and action plans.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "once the sample is obtained by open technique, the caps are tightly fitted to the tube. However, the cap comes off, the sample is uncovered as if the tube were generating a pressure, causing spillage of the sample during the transport time to the analysis section. The impact is that the sample must be taken again, delaying the report of the result to the doctor. Additionally, this situation affects the safety of health workers."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation of material # 367812, batch # 0286251. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was observed as one of the photos showed a tube without the cap on it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions (CAPA) 1875009. H3 other text: see h10.